Manufacturer narrative:
H.6. Investigation: DHR was performed and no quality notifications or maintenance records that could be related to the incident were observed. Samples were received and the root cause could be determined. The defect needle clogged/blocked occurred due to the epoxy accumulate/excess which reached the bases of the cannula hole diameter. The evaluation of the sample showed excess resin epoxy and it reached the inner hub diameter. The hub inner diameter could have been bigger than specified causing that gap between the cannula diameter and hub inner diameter to let the epoxy in. H3 other text : see h.10

Event description:
It was reported that the bd solomed¿ syringe did not aspirate the "citoneurin", which leaked through the needle during use and required a second puncture. Additionally, the customer reported that there was no exchange of the needle to an aspiration needle, no damages were found on the product, and the stopper was secure. The following information was provided by the initial reporter, translated from portuguese to english: "the syringes are not aspirating the medicines. The drug leaked through the needle and the patient had to be punctured again." The customer did not know where did the leakage occurs. The needle used was from bd. There was no exchange of the needle to a aspiration needle. The barrel does not present any crack/smash. There was not observed any damage to the any component of the product. The stopper looks well positioned. Has there been exposure to chemical / biological agents (regardless of the use of ppe)? Yes, citoneurin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe did not aspirate the "citoneurin", which leaked through the needle during use and required a second puncture. Additionally, the customer reported that there was no exchange of the needle to an aspiration needle, no damages were found on the product, and the stopper was secure. The following information was provided by the initial reporter, translated from portuguese to english: "the syringes are not aspirating the medicines. The drug leaked through the needle and the patient had to be punctured again." The customer did not know where did the leakage occurs. The needle used was from bd. There was no exchange of the needle to a aspiration needle. The barrel does not present any crack/smash. There was not observed any damage to the any component of the product. The stopper looks well positioned. Has there been exposure to chemical / biological agents (regardless of the use of ppe)? Yes, citoneurin.